Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a primary sleeve gastrectomy during the first firing with a black reload and device - articulation was required 30degrees. The device closed. The surgeon waited 30 seconds before firing. The firing cycle was smooth and deliberate (slowly closing firing trigger plastic to plastic each time). On the second firing with a black load ¿ articulation was required for this firing of 45degrees; same procedure as previous firing. However during this firing cycle there seemed to be an audible "crack" which the surgeon did not comment on. The surgeon does not recall this nor did he say the gun was harder to fire. Upon opening the device after full firing cycle there appeared to be no staples delivered on the patient side of the stomach; whereas there was a complete proper set of staples on the redundant stomach side. When scrub nurse took the cartridge from gun to change, it was noted the metal backing of the cartridge remained in the device. The metal backing was removed and next reload inserted. On the cartridge there appears to be a "gouge" on the medial aspect of the left side of cartridge. Subsequent firings 3 - 8, were performed with black reloads and the same device with no issues. All subsequent firings worked as they should. Surgeon over sewed stomach defect from second firing with continuous monocryl and procedure finished with no incident.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned a surgical photograph was received. Based on the photographic evidence it could not be determined what caused damage to the cartridge or what caused the inner two staple rows not to properly deploy staples. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.